Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of this event (insufficient/incorrect reprocessing steps) was unable to be identified. The following is included in the instructions for use: ¿chapter 4 cleaning and disinfection equipment¿: as for the replacement of the water filter, there is below description in the operation manual of oer-4. We judge the suggested event can be prevented by its implementation. ¿7.2 replacing the water filter (maj-824)¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the oer-4 had an e01 error when processing was starting. It was found that the water filter had not been replaced since (B)(6) 2018. The evis lucera colonovideoscope was cleaned and used without replacing the water filter. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.